Event description:
New information noted that the patient was discharged post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had history of high capture thresholds. High capture thresholds were discovered after patient had cardiac arrest. The lead was explanted and replaced. During procedure, insulation damage was noted on the lead. The system was explanted and electively upgraded to treat patient's ventricular tachycardia.